Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh033513n serial# unknown: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implant battery is completely gone and they can't get it running or charged or anything. Patient stated that it's been a while and they have called doctors and medtronic people to find out if it's dead, but they just can't seem to get ahold of anyone. Patient stated 'it's inside me but it's not helping me.' Patient confirmed that the controller has not been charged in the wall outlet for a long time, probably a year when agent asked. Agent had the patient remove the battery pack from the controller, but the battery pack split when trying to remove it from the controller. The issue wasnot resolved. A replacement battery pack was sent out. .

Event description:
***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.***

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.